Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced loss of efficacy that began around june. It was also noted that the device was not working. The patient stated that it was a medication issue and the doctor told him that he ¿can¿t add anymore.¿ the patient suffered from degenerative disc disease, spurs, and bulging discs. The patients next refill is (B)(6). On (B)(6) 2012 the patient was taken to the hospital for an unrelated event and then was discharged stable. The pump was noted to be working. The patient was upset that he couldn¿t have any oral narcotics due to violation of the narcotic contract. On (B)(6) 2012 the patient stated they did not have any concerns with their device or therapy. He received assistance from his doctor or manufacturer representative and his concerns were resolved. The patient had an appointment scheduled for (B)(6) 2012. The device system was used to deliver fentanyl, clonidine, and dilaudid (hydromorphone).